Event description:
On 09/24/2024, znyo medical received a report from a customer reporting they were getting occlusion on the pump. No patient harm/injury reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The device was returned on 10/04/2024 and tested on 10/24/2024. The failure mode was confirmed. When the pump was powered on, it failed post as there was a pressure error. Whenever an infusion was attempted, there was an occlusion alarm without an occlusion present. Probable cause was determined to be component failure of the pressure sensor. Replacement of the pressure sensor resolved the issue. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. There was a previous confirmed complaint for the same failure. The pressure sensor was replaced to correct the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).